Event description:
A company representative, via a consumer on an internet message board, reported that a patient with a company intrathecal pain pump was "done dt'd me 5 or 6 times") 5 or 6 times. The pump was on company recall (FDA). Additionally, the treatment masked only one-half their pain (reported as "1/2 my pain mask"). The patient stated that they might get it replaced before it overdosed them; they were seeking a naloxone intranasal overdose rescue kit for their own piece of mind. The drug the pump was being used to infuse was not reported. No additional information was provided, and no follow-up was possible, as the information was received from an internet forum post.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).